Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called due to the customer becoming unconscious. The customer was taken to the emergency room and was subsequently admitted to the hospital due to a blood glucose level of 20 mg/dl, and a sore and bruised ankle due to the customer falling. The customer was treated with a glucagon injection and intravenous saline. The customer was released on (B)(6)2023 with the reported issue resolved and no permanent damage. The cause for the reported issue was due to the customer ignoring pump alerts, and subsequently inadvertently programming more insulin to be delivered instead of less insulin to be delivered.